Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation. It was also reported that there were only two contacts that were working on the patient's lead. It was determined that there was fracture on the lead where it entered the splitter. The splitter was explanted and the lead was replaced. The patient was reportedly doing well postoperatively.